Event description:
It was reported that the patient had fallen and experienced infection near the implantable pulse generator (ipg) incision site. Symptom of redness and oozing were noted. It was unknown if it was device related. The patient was prescribed with antibiotics prior to the incident. The patient underwent an explant procedure, and all explanted devices will not be returned as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn:m365sc2218500; model:sc-2218-50; serial:(B)(6).